Event description:
It was reported that the patient had hip replacement surgery on (B)(6) 2013 and the patient turned the implantable neurostimulator (ins) off during the procedure. After that, the caller noted that they attempted to turn therapy back on but were not able to get the stimulator back on. The caller did not have the patient programmer at the time of the call and would call back when they acquired it. It was further reported that the caller had acquired the patient programmer and basic functionality of the patient programmer was re viewed. The patient observed 0.00 on program one with no lightning bolt and turned on the stimulation. The stimulation was incremented up to where the patient felt it. The patient had it at 4.20 before and at the date of report felt stimulation at 3.80v. It was noted that patient attempted to go up to 4.20v but decreased it back to 3.80v instead. The patient had two programs and both programs were at 3.80v. The patient stated that the stimulation was going under their chest and not going to their leg. The patient noted that it was ¿tickling under their breast.¿ the patient was asked if it was there previously and the patient stated no. Later in the call the patient stated that the feeling in their breast started to lessen up and they felt coverage in their legs to a certain point but not ¿all the way like [the patient] used to have it¿ prior to the surgery for their hip. It was noted that stimulation was in the wrong location and the issue began following an unrelated hip replacement surgery. The patient had turned off the stimulation prior to surgery and noticed the stimulation change when the turned stimulation back on the date of this report. It was noted that electrocautery was used during the surgery. The patient noted that they had just arrived at rehab and would be there ¿for a while¿ and would be unable to get to the managing healthcare professional¿s (hcp) office. The patient noted that there was a three or four hour wait time. The caller was redirected to the patient¿s hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377775, lot# v004859, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).